Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was at their doctor yesterday and a manufacturer representative was there as well. The patient was told by their healthcare provider that only one electrode was working out of the four. It was also reported that none of the programs were working, they were not feeling stimulation, and they had a symptom return for the past 3 weeks, since (B)(6) 2019. It was noted that the patient was working with their healthcare provider to resolve the reported issues. No further patient complications are anticipated or expected as a result of this event.